Event description:
It was reported that during power up of the cardiosave intra-aortic balloon pump (iabp) a compressor issue was observed. It was later clarified that the iabp unit generated an electrical test fails code #14. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the customer's reported issue. The stm replaced the scroll compressor using the screw kit then performed calibrations. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during power up of the cardiosave intra-aortic balloon pump (iabp) a compressor issue was observed. It was later clarified that the iabp unit generated an electrical test fails code #14. There was no patient involved and no adverse event was reported.